Manufacturer narrative:
On (B)(6) 2016, the (B)(6) performed a clinical evaluation and commented as follows: early subsidence of a femoral blade stem in tha. This is a known possible complication of tha, particularly cementless stems. Difficult femoral shapes may be more prone to this kind of events, and of course bone quality also plays a major role. Familiarity of the surgeon with a specific stem and with the relationship between stem and broach also may be of influence. In the specific case, there is no evidence that this problem may be related to the specific stem/broach, but close monitoring of next cases must be executed. Batch review performed on (B)(6) 2016. Lot 145303: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to the stem subsiding. The surgeon revised the head, stem and liner using medacta products. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the previous reports. On 07 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 31 march 2016, the (B)(4) project manager evaluated 2 similar cases of subsidence related to the same surgeon (mdrs 2016-00124 and 2016-00125) and provided two possible causes for the issue: learning curve of the surgeons for the new implant/ instruments: they have been used to implant amistem, so a stem that is different from the one now involved (masterloc) as regards shape, sizes and coating. Use error of the broach handle: the correct use of these instrument was directly explained to surgeons; more information about this step will be added to the surgical technique.